Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedance measurements measuring 117 ohms. Technical services (ts) was consulted to review the lead trend and confirmed there was a slow gradual increase which is consistent with calcification. Ts recommended re-programming the device and to continue to monitor. Ts informed if noise is observed during the routine device change out, it was recommended to replace the lead. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported that shock lead impedances eventually went out of range measuring greater than 125 ohms. At this time, the lead remains in service. No adverse patient effects were reported.